Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer stated that he believes half the sensor cannula has broken off inside of him. Customer stated he received several sensor errors after which he changed the sensor. While pulling out the sensor, he noticed that only half the cannula was removed. Customer reported that blood glucose levels were 683 mg/dl when he went to the hospital. Customer's current blood glucose reading was 182 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula retracted inside of the sensor. Found sensor cannula broken. Unable to confirm if customer received a damaged sensor; due to customer returning sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.